Manufacturer narrative:
The insulin pump received with blank display due to corroded electronics assembly. Unable to verify unresponsive keypad due to blank display. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid. The customer¿s blood glucose level was unknown. Customer stated that the o-ring was in place. Customer reported the type of moisture exposure was pool water. Customer stated the home screen appeared on the display. The insulin pump will be returned for analysis.